Event description:
It was reported that product performance data was reviewed and classified as lead noise and inappropriate device detection and inappropriate treatment. The right ventricular lead and device remain in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).